Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of abscess and seroma(late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "abscess on incision line, fluid accumulation on top and bottom of breast, cyst rupture and muscle contractions". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "right side abscess on incision line, fluid accumulation on top and bottom of breast, cyst rupture and muscle contractions." Device remains implanted. This record is for the right side.